Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿battery (B)(4)./ model #: 1650. Expiration date: 2019-08-31 device available for evaluation: no. Device evaluated by MFR: no. Mfg date: 2018-08-06. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery (B)(4)/ model #: 1650. Expiration date: 2018-11-30. Device available for evaluation: no. Device evaluated by MFR: no. Mfg date: 2017-11-28. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery (B)(4)/ model #: 1650. Expiration date: 2018-11-30 device available for evaluation: no. Device evaluated by MFR: no. Mfg date: 2017-11-28. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery (B)(4)/ model #: 1650. Expiration date: 2017-06-30 device available for evaluation: no. Device evaluated by MFR: no. Mfg date: 2016-06-30. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery (B)(4)/ model #: 1650. Expiration date: 2017-06-30. Device available for evaluation: no. Device evaluated by MFR: no. Mfg date: 2016-06-30. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that batteries experienced power switching, patient was unable to identify which batteries were involved. Batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the batteries (bat756445, bat756446, bat589828, bat589830 and bat322294) reveled that the batteries passed visual inspection and functional testing. However, failure analysis of the battery (bat322464) did not provide steady power to the controller. Supplemental testing revealed an open wire near the strain relief. The open wire is the ground wire leading to the battery cell packs, which provide power to the controller. This is an additional observation likely due to the wear on the strain relief and/or due to the handling of the device; which likely contributed to the fraying or breaking of the cable wire. Log file analysis was not conducted since log files were not available. As a result, the reported power switching event could not be confirmed. A power source lubrication procedure was performed in accordance with the requirements for batteries (bat589828, bat589830, bat322294 and bat322464) on 14jun2018 and on batteries (bat756445 and bat756446) on 09nov2018. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching events can be attributed to communication errors and/or momentary disconnections between the controller and battery. Additional products: d1: heartware ventricular assist system ¿battery d4: bat322464/ model#: 1650 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.